Event description:
It was reported that intermittent minimum fill notifications occurred after filling the cartridge with insulin. Additionally, it was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer reverted to manual injections for insulin therapy.